Event description:
The pt has reportedly experienced skin flap issues, which caused her to discontinue the use of her device. The pt experienced redness and irritation at the implant site. The pt healed well with period of non implant use and will start using her implant again. The pt will continue to be monitored by the center.